Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes <50 ohms impedance. After the lead tested normal, the pulse generator was replaced.